Manufacturer narrative:
H6: component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001410 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, where a hemostatic valve separation issue occurred. While the sheath was used on the patient, the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath, small, did not work properly causing blood leaking back. The sheath was replaced with another sheath, and the procedure was continued. There was no report of patient consequence. It was reported that the root cause of the issue was sheath related. In addition, the carto 3 system was operating per specification. The hemostatic valve did not break, nor separate from the sheath. No air was introduced into the body, there was no hemodynamic instability and no intervention was required. The event was assessed as an MDR reportable hemostatic valve separation issue.